Event description:
Patient reported they have provided a letter of recommendation from their orthodontist. In the letter the orthodontist states patient was examined and found to have periodontal issues and was referred to a periodontist. The periodontist informed the orthodontist that the patient will need to continue receiving cleanings every 4 months to ensure periodontal condition remains stable. It is recommended that the patient receive treatment with a local orthodontist to closely monitor periodontal issues alongside the orthodontic care. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.